Manufacturer narrative:
Explant due to regurgitation and torn leaflet was reported. The investigation found that leaflet 1 and leaflet 3 were torn and contained mild degenerative changes at tear site. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto all three leaflets and narrowed the inflow diameter. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed, and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the degenerative changes at the tear site and the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta gt valve was implanted in the patient's aortic position. On an unknown date, transesophageal echocardiography (tee) confirmed regurgitation. Therefore, on (B)(6) 2021, the trifecta gt valve was explanted. Upon explant, tears were confirmed on the right coronary cusp (rcc) and on the stent post on the non-coronary cusp (ncc) side. A non-abbott valve was successfully implanted. The patient was reported to be in stable condition.